Event description:
Portion of suture needle broke off during closing of incision to patient's abdomen. X-ray taken and revealed location of needle piece. Needle was retrieved without incident or adverse condition to patient.